Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the customer in (B)(6) that preoperatively while setting up to an unknown surgery on (B)(6) 2022, it was observed that the power drive adaptor had a loose connection to the power drive, and the scrub nurse was not happy to use the adaptors. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.